Event description:
It was reported that during implant, the attempted right ventricular (rv) lead had difficulty to extract the helix with greater than or equal to 22 rotations. During analyzer measurements a x-ray showed the lead dislodged. Also the analyzer measurements resulted in high impedances around 2500 ohms. The rv lead was removed and when the helix mechanism was tested ex-vivo it was not possible to extract the helix of the lead. It was noted that the helix mechanism had been successfully tested prior to implant. The rv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix bent.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.